Event description:
It was reported that the pt had a change in therapy, the "pump quit working." After six months. The pt's doctor increased the drug dosage until the "pump maxed out." The pt was placed on oral medications vicodin and diazepam at that time. No troubleshooting or testing was done. The pt's symptoms were increased baseline pain, thoracic pain, and pain that wrapped around both ankles. After switching healthcare providers, the pt's new doctor switched the pt's oral medication and started reducing the intrathecal medical dosage. It had been decided that the pt's pump would be removed. The drug in the pump at the time of the event was morphine. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).